Event description:
Customer reported issue with a cartridge not fully snapping into the pump. An evaluation revealed no adverse impact to the customer's blood glucose level. Technical support guided the customer through various checks and cleaning processes without success; ultimately, the decision was made to send a replacement pump. The customer was advised to use manual injections as a backup therapy to ensure continuous insulin delivery. Instructions were provided for returning the faulty pump and setting up the replacement, which the customer acknowledged and understood.